Event description:
Keratitis associated with extended wear contact lens use. Patient wearing a lens approved for 30 day extended wear. Only wearing for 6 days extended wear. Developed keratitis in 1 eye. FDA safety report ID # (B)(4).